Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Moisture damage on electronics assembly, motor, battery tube, vibrator and keypad assembly. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed button error after the customer jumped into the ocean. Blood glucose value was over 300 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.